Event description:
It was reported to philips that the device was unable to produce x-rays, which can impact imaging. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed less than 20 minutes and completed by restarting the system. The remote service engineer (rse) analyzed the system and identified that there were intermittent x-ray failures occurs whenever the technical room temperature drops below 17°c. Analysis of system log file shows failure in initializing the generator and failure in the x-ray during the procedure. To resolve this issue, rse advised the customer to leave the air conditioner at 20°c. The customer changed dehumidifier in the technical room and installed the temperature and humidity meter in the technical room. The customer repaired the air conditioning in the technical room. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable the codes were updated based on the investigation outcome.